Event description:
The respiratory therapist (rt) reported that the ventilator went vent inop and alarmed due to pressure regulation high after a nebulizer treatment had finished. The customer reported the ventilator was in use on a pt and there was no pt harm. The rt reported the ventilator was taken to hosp biomedical engineering for eval. After approx. 15 mins the biomedical engineer brought the unit back to rt reporting the proximal pressure line on the ventilator was found disconnected and it caused the pressure regulation high occurrence and it was user error. The rt reported he performed testing on the unit and other units by removing the proximal pressure line and there were no pressure regulation high occurrences. The rt reported the unit is being sent back to the biomedical engineering dept for further eval. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Device is out of warranty; no request for MFR service. Eval pending.